Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Report alleges the consumer was riding his scooter on a paved road and was waiting on the light to change. When the light changed green, the consumer went to go straight across the street and a car turning right hit the consumer. The scooter was allegedly knocked over with the consumer in it.